Event description:
Patient presented to ER on (B)(6) 2021 with swelling at the stimulation lead incision site two days post implant. Physician prescribed steroids and antibiotics and the issue was resolved by (B)(6) 2021 follow up visit.